Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure f22; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure f22 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a malfunction in frequency converter circuitry for occlusion detection due to a loose cn851 connector. The cn851 connector was reconnected and was verified per service manual to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.